Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. All operating currents were within specification and no low battery, failed battery test or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked display window at the bottom left and right corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the display were scrolling without input during a bolus and that she had also received a failed battery alarm. The blood glucose reading was 183 mg/dl. Nothing further was reported.